Event description:
The facility representative reported a flo-gard infusion pump that presented alarm f-38. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement; however, patient injury or medical intervention was not reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which presented alarm f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm f-38 was confirmed and duplicated by baxter service personnel. Should additional information be received, a follow-up medwatch will be submitted.